Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2025 around 9:30 pm, the patient felt shaky, weak, and disoriented. Her cgm alerted, showing low. The patient did not compare using finger stick since she did not have a manual meter. She drank juice and ate honey. She called her aunt, who brought her to the hospital. In the emergency room, her bg was checked and showed high. She was unable to remember the exact value; however, her cgm was still showing low. She was given IV fluids, an insulin shot, and had bloodwork done. The result of the bloodwork showed blood sugar at 691 mg/dl. She continued with the treatment and was discharged at 12:30 pm on (B)(6) 2025, feeling fine with a bg of 115 mg/dl. She stayed in the hospital for 15 hours. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid after blood work was done. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.